Manufacturer narrative:
The reported malfunction was observed and attributed to a broken trace at a connector on the lcd interface board. The board was unrepairable and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was missing clinical information. Complainant did not indicate that there was any patient involvement in the reported malfunction.